Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was observed that the boom arm and pulley were not included. A functional evaluation revealed that the rail mounting lock was seized and could not be rotated. The complaint was verified. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include an impact event inconsistent with intended use, cross-threading, or an application of excess torque.

Event description:
It was reported that the shoulder holder was locked tight, the mechanism for attaching to bed rail has seized up and cannot be moved. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.